Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found a hole in the tubing through pinch valve pv4. The fse replaced the tubing, which repaired the leak. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer while running controls. The volume of the leak was not specified and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, gown and goggles at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.